Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for four days due to a blood glucose exceeding 700 mg/dl. The hospitalization occurred a week prior to the call. The customer experienced ketones, vomiting, and dizziness. The patient stated that his insulin pump kept alarming with no delivery. At the hospital he was treated with insulin drip. He is fine now. Troubleshooting occurred to inspect the insulin pump and no damage or anomaly was found. However, the customer called back five days later stating that the insulin pump had a blank display. The patient's blood glucose at the time of incident was 196 mg/dl. Troubleshooting was initiated for the blank display. The battery compartment and battery cap contacts were neither damaged or corroded. The battery cap contacts were cleaned and a new aaa alkaline battery was inserted into the pump, but the display did not return. The insulin pump will be returned for analysis and a replacement pump was sent.